Manufacturer narrative:
The unit did not have any unexpected blank display anomalies, off no power anomalies, battery out limit alerts, or reset anomalies during testing. There were no punctures on the c13 isolation tape on the lcd board. The unit passed the pump self-test, off no power test, unexpected restart error test, displacement test, and rewind test. The operating currents were in specifications. The compromised force sensor system alarmed during basic occlusion test due to a loose/protruded drive support disk. The unit had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, and scratches on the reservoir tube window, cracked battery tube threads, and a cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the insulin pump was shutting off and had blank displays. The customer's blood glucose reading was unknown. The customer stated that the device alarmed battery out limit. The customer's device was returned for analysis.